Manufacturer narrative:
Qn#(B)(4). Additional information: follow-up information received from the customer indicated that this incident did not involve and arrow product. Since the product was not made by the manufacturer, no investigation could be performed. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion in the operating room, the user was unable to insert the sheath resulting in the sheath being torn. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.